Event description:
Three lesions in the rca were treated and a staged procedure of the proximal lcx was planned for within 6 weeks of the initial procedure. One endeavor sprint drug-eluting stent (MFR report# 2953200-2008-01242) was implanted in the proximal rca. The second lesion in the mid rca was treated with one endeavor sprint drug-eluting stent (MFR report#2953200-2008-01243). Two endeavor sprint drug-eluting stents were implanted in the third lesion in the distal rca (MFR report# 2953200-2008-01244 - 01245). Three days post implant, the patient suffered an mi (acute non-stemi). Investigator reported that the target lesion was involved and that the event was related to the study stent. Location of the infarction was inferior. Investigator reported that the patient was re-admitted to hospital three days after the initial procedure with chest pain and positive biomarkers. There was no significant change on ECG. A revascularization of the distal rca was completed 19 days post initial stent implant.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with definite stent thrombosis. It was reported that the stent thrombosis occurred 3 days post stent index procedure and was related to stent implanted during index procedure. No further details are available.

Manufacturer narrative:
Other (required secondary intervention). Eval results: myocardial infarction, revascularization of the stented artery.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (stent thrombosis).